Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: during investigation, there was moisture observed in the battery compartment. The battery compartment was found to be cracked from the threads to the case seal left of the grip pad. A leak test failed due to a battery compartment leak. The pump was opened and there was moisture damage found on the continuous glucose monitor board and the power printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The customer alleged that the battery compartment was damaged and there was moisture within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery if the damage affected the power circuit. There was no indication that the product caused or contributed to an adverse event.